Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium and sodium were generated from an alinity c processing module and provided the following data: sample 1: initial magnesium was 6.6 and repeat result was 2.3 sample 2: initial sodium was 160 and repeat result was 138 per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.